Manufacturer narrative:
The device involved in the event will not be returned for evaluation. These reported events were found during a publication review where the patient information is anonymous and specific device information for this patient is not provided. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Insufficient device information received to determine device iteration. Device iteration will be provided when further information is received. Literature citation: doi.org/10.5758/vsi.2019.35.4.209. Device remains implanted.

Event description:
Published on 04dec2019, in the vascular specialist international, vol. 35, no. 4, december 2019. Titled "initial experience and potential advantages of afx2 bifurcated endograft system: comparative case seri." The patient was initially implanted with the afx2 stent graft to treat an abdominal aortic aneurysm (aaa) on an unknown date. A sudden increase in aneurysm diameter of 26 mm over 2 months stated. No further information is available. These reported events were found during a publication review where the patient information is anonymous and specific device information for this patient is not provided.